Event description:
It was reported that a user setting up a replacement ilet experienced recurrent alert 38 motor stall messages, which were addressed through guided troubleshooting including use of new supplies, device restart and reset, a dry run, and use of another set of supplies, after which the alert cleared and setup proceeded while the user awaited an fsl3+ glucose reading to enter weight and enable bionic mode. Symptoms included no reported adverse clinical effects. Outcomes included successful continuation of device setup without need for medical intervention. Investigation included technical troubleshooting, device power cycling, supply replacement, and functional verification via dry run. Investigation of this case revealed that the motor stall alerts resolved after supply changes and device resets, consistent with transient stall behavior associated with setup and consumables rather than a persistent hardware defect. It was concluded, based on previously established findings for similar reports, that the cause was likely use-related or setup-related factors resulting in a temporary motor stall that resolved with standard troubleshooting.